Event description:
It was reported that a cartridge alarm 20 occurred during the load process, and a recurring malfunction alarm was noted. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Correction involved the customer switching to multiple daily injections as backup therapy, while a replacement pump with updated software was sent by technical support. Instructions for returning the faulty pump and preparing the new one were provided, and the customer understood and acknowledged these guidelines.